Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard disk drive and cine bridge pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and put back into service.